Event description:
The complaint alleged during an attempt to defibrillate a patient, the device displayed a "defib pad short" message and failed to discharge. The medics arrived on the scene and found the patient pulseless and apneic. The medics did a quick check with paddles and found the patient to be in v-fib. The medics attempted to defibrillate the patient at 200 joules, however the device displayed a "defib pad short" message and failed to discharge. The medics stated they "re-checked cables to ensure proper placement and tightness". The medics then attempted a second defibrillation but the device again displayed a "defib pad sort" message and would not allow a discharge. The medics then discontinued use of the device's external paddles and switched to hands free electrodes, again the device displayed a "defib pad short" message and would not allow a discharge. The medics rechecked connections and attempted a second defibrillation with the hands free electrodes with no success. The medics then obtained another device to continue treatment of the patient. The complainant did not indicate if there was an adverse effect to the patient as a result of the reported malfunction.